Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user dropped and accidentally stepped on the device, resulting in a cracked and unusable touchscreen. The user discontinued use of the device and a replacement ilet was arranged. Blood glucose levels were unaffected.